Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - review of the device history records found a nonconformance related to the product. The product was replaced and approved for use. The DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg on (B)(6) 2006. It was reported that the patient felt ineffective stimulation, and she also had some discomfort at the ipg pocket site. The physician decided to explant and replace the ipg on (B)(6) 2010 with a smaller model ipg. No further patient complications were reported.